Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient came in for an appointment after suspecting there was a problem with the audio processor. The patient reported that she fell down on the street two weeks ago. There was no swelling noted at the implant site.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturer's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. A date for explantation has not been made available so far.

Event description:
The patient came in for an appointment after suspecting there was a problem with the audio processor. The patient no longer had any access to sound with the device. The patient reported that she fell down on the street two weeks ago. There was no swelling noted at the implant site. The patient has been informed that re-implantation is recommended by the clinic; however there has been no further contact established.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. In addition, damage to one wire of the active electrode, most likely caused due to device minute mobility was observed during investigation, but this is not related to the reported issue. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient came in for an appointment after suspecting there was a problem with the audio processor. The patient no longer had any access to sound with the device. The patient reported that she fell down on the street two weeks ago. There was no swelling noted at the implant site. The patient was re-implanted.